Manufacturer narrative:
A boston scientific technical services consultant reviewed the data and discussed the image demonstrates noise due to interaction with minute ventilation (mv) feature. The consultant discussed testing and reprogramming options with the caller. The mv feature was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented with chest pains. System evaluation identified external noise which had been oversensed resulting in pacing inhibition possibly greater than two seconds. The patient had a slow underlying rhythm. All lead measurements looked good with no increases or varying measurements identified. No adverse patient effects were reported.